Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were having trouble charging the implant. Patient said they couldn't find a good connection and it would take them a long time to connect and get "good" and then to charge. Patient said sometimes the recharger would connect to the implant with good quality, but then only stay there for about 10 seconds and then the connection would go back to poor quality screen with low numbers. Patient also said sometimes it would take 4 hours trying to charge the implant. Patient mentioned they had never gotten an excellent connection and has had trouble with the connection ever since the implant was put in. Patient confirmed they could feel the implant in their back and has tried placing the target on the recharger over their implant and also has tried repositioning all over, but still can't get excellent. Patient did not use the belt because they said the belt didn't hold the recharger tight enough on their back. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient reported battery was too far under skin. Troubleshooting via phone and in person several times was done. Patient stated they will have revision for battery placement on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: wr9230; serial#: (B)(6); product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they just had a revision/it is still in their body and working well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: a correction made to include applicable fdds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.